Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose lately. The battery life is also shorter than usual. Customer's current blood glucose was 125 mg/dl. She treated with her device. She wanted to check her insulin pump. Customer experienced stomach aches and exhaustion. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. The alarm history showed a no delivery and low reservoir alarm. Customer was advised to do a complete set change and monitor his blood glucose. Nothing further reported.